Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was taking longer to charge and that touchscreen was intermittently unresponsive and was freezing during the load sequence. No further information was obtained as customer declined troubleshooting with tandem technical support. There was no reported impact to blood glucose.